Event description:
Allergan 410ff natrelle highly cohesive silicone-filled breast implant placed for reconstruction surgery 21 years post-mastectomy in 2013. Recent diagnosis due to fluid build-up and growing misshaped breast cd30 positive bia-alcl with the removal of implant and capsule scheduled for (B)(6) 2021, and complete pathology workup to be done at that time. I have not yet received a physical copy of the pathology report. FDA safety report ID# (B)(4).